Manufacturer narrative:
(B)(4). Evaluation, results: stent graft migration, endoleak. Disease progression; iliac limb dilatation. Evaluation codes, conclusion: disease progression; iliac limb dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 11 years ago. Vessel and aneurysm morphology from the time of implant was not reported. Currently the vessel morphology was reported as there is disease progression with iliac limb dilation, mildly to moderately calcified and non-tortuous. It was reported that patient did not return for follow-up appointments. A recent CT demonstrated that the iliac limb migrated proximally resulting in a distal type I endoleak. An intervention was performed with two endurant aortic cuffs successfully resolving the migration and type I endoleak. No additional clinical sequelae were reported and the patient is fine.